Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer experienced multiple non recoverable system error codes #208. The system was restarted, however, the error codes recurred upon start up. With the assistance of an isi technical support engineer, the customer shut down the system and reseated and checked the pins on the s3 and p3 cables. The system started up and homed normally. The customer called back and stated that the system error code #208 recurred. At this time the surgeon decided to abort the planned surgical procedure and reschedule for a later date. No patient harm was reported.

Manufacturer narrative:
Conclusions - the investigation conducted by the field service engineer concluded that system error code #208 experienced by the customer was associated with a motor channel on the endoscopic camera manipulator (ecm) arm. The ecm is the camera arm located on the patient side cart which provides the sterile interface for the 3d endoscope. The system was repaired by replacing the affected multiple servo drive (msd) board on the ecm. The system alarm (system generated fault code) functioned as designed and there was no injury to the patient. System error coe #208 appears when the da vinci safety system determines that the a fault occurred on one or more motor channels on a msd board. Upon determining this condition, the safety systems put da vinci in a "recoverable safe state". As of 2008, there have been no reported recurrences of the issue at this hospital.